Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(4) 2011.

Event description:
The customer states that "during the op, there is a clicking noise when triggering and the image went off. Subsystem failure. After restart, work could continue, nevertheless, the error has occurred 3 times."